Manufacturer narrative:
(B)(4). Insulin pump was received with blank display due to cracked and bleeding on lcd glass.

Event description:
Information received by medtronic indicated that insulin pump screen had damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.